Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
The ophthalmologist reported that an optometrist has reported an unhappy patient that was still struggling following an intraocular lens (iol) implant procedure and had a yag. The patient is not a good candidate for lasik. The optometrist has given him glasses/worked with dry eye issues. The patient has minimal age related macular degeneration in the right eye and had a retinal tear last week. According to additional information provided by the ophthalmologist, the patient complained of blurry vision, double vision, halos and itchy eyes. On the first postoperative week for the right eye the patient reported blurry distance and near vision unaided. Halos around lights with both eyes. The visit impression was reported as meibomian gland dysfunction both lids, posterior capsular opacification ¿ not obscuring the vision and no significant inflammation. Three weeks later, the patient complained of large glare, halos around lights and stated that close vision range was poor. Right eye is blurry as all distances. Three weeks later a yag was performed on the left eye. One month later, a yag was performed on the right eye. The patient reported difficulty driving at night and that there was glare around headlights. The following week the patient informed the doctor of a new floater in the right eye and that the vision has not gotten better, still blurry at all distances and still has halos. Approximately one month later, the patient states near vision is blurry in both eyes. Halos both eyes especially at night with lights on cars. Distance vision blurry right eye and double vision left eye when reading. Approximately two months later, red eye, floaters and seeing through screen right eye. The patient reports a million black dots everywhere in the right eye, unlike previous floaters. The exam impression reflects a horseshoe retinal tear right eye, posterior vitreous detachment, and vitreous hemorrhage. The following day the impression from the retinal specialist reflects horse shoe tear of the retina without detachment, dry age related macular degeneration, posterior vitreous detachment, retinal hemorrhage and vitreous hemorrhage right eye. A laser retinopexy was performed in the right eye. Additional information was provided by the surgeon, who reported that in his opinion the event is related to the lens design because the patient has experienced glare from sunlight and car lights at night. There are two medical device reports associated with this patient. This file is for the patient's left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon, who indicated that the patient decided to get two other opinions from other ophthalmologist. Both ophthalmologist said they did not recommend doing anything at this time. The patient's symptoms of glare have improved.